Manufacturer narrative:
(B)(4)

Event description:
It was reported that " the catheter stops working after 24 hours." Additional information reports "there was no more curve after 24 hours." The device was changed. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed on and within the sample. Visual analysis did not reveal any defects or anomalies on the catheter. The catheter body length measured 124 mm, which is within the specification limits of 122-126 mm per catheter product drawing. The inner diameter at the distal tip measured 0.69 mm, which is within the specification limits per the statement (english translated), "the tip of the catheter must allow the pin to be inserted from od = 0.69mm to a depth of at least 2mm reversible tip deformation during the test is acceptable," per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." A lab inventory syringe filled with water was attached to the catheter and flushed. No signs of blockages nor leaks were observed. The catheter flush as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The report of no pressure reading was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies on the returned device. The catheter met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the sample received and the customer report, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the catheter stops working after 24 hours." Additional information reports "there was no more curve after 24 hours." The device was changed. There was no medical intervention required. The patient's current condition is reported as "fine".